Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The filter was no returned for evaluation as it remains implanted. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens.

Event description:
It was reported that through a right common femoral vein approach, the vena cava filter advanced to the intended location below the renals, and the doctor unsheathed the catheter. The filter deployed with the arms open, but the doctor stated none of the legs opened. He stated the filter looked like a "cocktail umbrella". In an effort to "tease" the legs open, the doctor then jiggled the introducer sheath. The filter then immediately migrated to the right atrium. The filter was seen on film and the legs were in the unopened position in the heart. He then attempted to snare the filter from the heart through a jugular vein approach. The snare became entangled in the patient's ICD leads and the patient began to experience some arrhythmias. A second attempt was made to retrieve the filter through the femoral vein. Advancing the snare up to the heart from femoral vein, the filter was pulled through the heart, and down to the supra-renal/hepatic location. The legs were now open and several were bent. The arms were open and the filter was tilted. However, the doctor stated the filter was firmly anchored to the cava wall and he felt it would not migrate. Therefore, it was decided to leave the filter in place. Additional films taken the next day confirmed the filter to be in the same place and did not migrate. It was reported that the patient was fine without any adverse clinical sequelae.